Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing is unintentionally unlocking and therefore the cannula is coming completely out of the patient's skin. The caller reported that this has occurred with different lot numbers. The caller alleged there is an "inherent design flaw" with the infusion sets. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.